Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Program multiple basals and boluses for 24 hours. Basals and boluses were properly recorded in download history report, in bolus history and in daily totals. No suspending of basal noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert or power loss alarm noted during testing or in the pump trace download. Unit received with minor scratches on case, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer stated that when she woke up the blood glucose was at 300mg/dl. The customer¿s current blood glucose was 319 mg/dl. The customer treated high blood glucose with manual injections. The customer also reported blank display on insulin pump. Assisted customer with troubleshoot for blank display and display returned. The insulin pump will be returned for analysis.